Event description:
It was reported that balloon rupture occurred. The 24mm x 3mm, 85% sensed target lesion was located in the mildly tortuous and moderately calcified mid left circumflex artery with less than 45 degree bend. A 2.00mm x 20mm apex balloon catheter was used for pre dilatation but unable to dilate the lesion. The physician added the pressure to 16 atmospheres and the balloon ruptured. There was no same device available, so the physician decided to finish the procedure another day. No patient complications were reported and patients' status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The apex catheter was received with no original packaging or other devices. There was contrast in the inflation lumen. There were multiple hypotube and shaft kinks. Magnified inspection identified a longitudinal tear extending the full length of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. However, the device was over inflated beyond the rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 24mm x 3mm, 85% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left circumflex artery with less than 45 degree bend. A 2.00mm x 20mm apex¿ balloon catheter was used for pre dilatation but unable to dilate the lesion. The physician added the pressure to 16 atmospheres and the balloon ruptured. There was no same device available, so the physician decided to finish the procedure another day. No patient complications were reported and patients' status was stable.

Manufacturer narrative:
(B)(4).